Event description:
Hypoglycaemia which resulted in a coma [hypoglycaemic coma]. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose [device malfunction]. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose [incorrect dose administered by device]. Case description: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. This serious solicited report from (B)(6) was reported by a consumer as "hypoglycaemia which resulted in a coma" with an unspecified onset date, "due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose" with an unspecified onset date and concerned a 6 years old male patient who used novopen 4 (insulin delivery device) from unknown start date, actrapid penfill hm (ge) (insulin human) 7 u, qd (5 u at morning and 2 unit at lunch) from unknown start date and ongoing both for diabetes mellitus. Patient's weight:(B)(6) kg. Weight in report has been rounded to a whole number due to esubmitter limitation with decimal. Patient's height and body mass index: not reported. Medical history included diabetes mellitus (type and duration not reported). Concomitant medications included - lantus (insulin glargine). Patient suffered from hypoglycaemia which resulted in a coma and was hospitalized for 4 to 5 days during using actrapid due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose (20 days ago from the time of reporting). Patient received unspecified treatment for the event. Action taken to actrapid penfill hm (ge) and novopen 4 were not reported. The outcome for the event "hypoglycaemia which resulted in a coma" was recovered. The outcome for the event "due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose" was not reported. Reporter's causality ( novopen 4) - hypoglycaemia which resulted in a coma : possible. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose : possible. Company's causality ( novopen 4) - hypoglycaemia which resulted in a coma : possible. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose : possible. Reporter's causality ( actrapid penfill hm(ge)) - hypoglycaemia which resulted in a coma : unlikely. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose : unlikely. Company's causality ( actrapid penfill hm(ge)) - hypoglycaemia which resulted in a coma : possible. Due to the problem in his novopen 4 which injected an insulin dose more than the adjusted dose : possible. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill.

Event description:
Investigation results: name: actrapid® penfill® 3 ml 100iu/ml, batch gr77839. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: novopen® 4, batch fvg8434-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Manufacturer's comment/company comment: on 15-mar-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Evaluation summary: name: novopen® 4, batch fvg8434-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.